Manufacturer narrative:
Citation: enriquez-rodriguez, e. Md et al. Comparison of the hemodynamic performance of the balloon expandable sapien 3 versus self-expandable evolut r transcatheter valve: a case-matched study. Sociedad espanola de cardiologia. Sep;71(9):735-742 doi 10.1016/j.rec.2017.10.025 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding hemodynamics after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from two centers. The study population included 144 patients, 64 of which were implanted with an evolutr transcatheter bioprosthetic aortic valve. The remaining patients were implanted with a non-medtronic balloon expandable transcatheter bioprosthetic aortic valve. Serial numbers were not provided. The study population was predominantly female; mean age 83 ± 6 years. Among all patients adverse events included: moderate to severe paravalvular leak (pvl), electrocardiogram (ECG) changes treated with a permanent pacemaker, vascular complications/blood loss, moderate-severe aortic regurgitation, valve mispositioning, cerebral vascular accident (cva), and patient prosthesis mismatch. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.